Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. The patient was initially treated with vancomycin and gentamycin, intraperitoneally (ip) (dosage and frequency not reported) and then was switched to a three week regimen of fortaz (dose, route and frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13i06037, h13i25011, h13j02019, h13k06034, h13i23057, h14a13039, h14a15026 and h14b07021 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.